Event description:
It is reported that the tip of the hex head attachment broke while the surgeon was torquing the hinge post during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.